Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, there was thrombosis. At a different hospital, what is believed to be a 3.0x24mm taxus express2 drug eluting stent was implanted. The patient presented to the reporting hospital and a thrombosis was found in a stent located in the proximal to mid left anterior descending (lad) coronary artery. This was treated using balloon angioplasty. The patient was also treated with a taxus express2 stent implanted in the circumflex and one in the right coronary artery (rca). It was reported that the patient had stopped taking plavix two weeks before this thrombosis event. Following this procedure, the patient was prescribed integrilin. The patient was reported to live in a different state. Additional information has been requested but has not been received as of the date of this report.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.